Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing became detached from the plastic piece of the connector needle on two different infusion sets (first event occurred on (B)(6) 2021 and the other was about two weeks ago). Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.